Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during initial drain was not confirmed due to a lack of sample. The root cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in set) alarm that appeared on the homechoice (hc) unit during initial drain. The power was cycled to clear the alarm and the technical service representative (tsr) advised the home patient (hp) to use new disposables. The hp did not disconnect prior to the alarm, there were no leaks in the bags and all unused lines were clamped per the hp. The hp will start over with new disposables. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).